Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the wire of a 7f exoseal vascular closure device (vcd) did not catch as the steel wire failed to engage during use of the closure hemostasis system. Manual compression was utilized as the backup closure method. There was no reported patient injury. The indicator wire cowling successfully locked to the handle assembly, an audible click was heard, pulsatile flow was observed from the bleed-back indicator, and the indicator window was facing up during retraction without any change. Upon removal, no damage to the indicator wire loop was noted, and the device was not deployed outside the patient. The exoseal vascular closure device (vcd) was used during an interventional procedure via a retrograde approach. There was no visible damage to the indicator wire prior to use, and no difficulty, resistance, or friction was encountered while advancing the device through the sheath. The user was trained on the device, and the device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Angiography confirmed femoral artery suitability, including appropriate insertion angle and vessel diameter of at least 5 mm. No calcium, plaque, stent, significant stenosis, prior recent closure, or pre-existing access site complications were present. The hospital reported this case as a serious injury adverse event to the china nmpa. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position and the indicator wire was found fully deployed, where no abnormal conditions were observed to be present on the indicator wire. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the indicator wire loop. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as the indicator wire was found fully deployed with no anomalies noted to the loop. During analysis, the deployment lever was fully depressed, the indicator wire retracted, and the plug deployed. There were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the indicator wire engagement event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the wire of a 7f exoseal vascular closure device (vcd) did not catch as the steel wire failed to engage during use of the closure hemostasis system. Manual compression was utilized as the backup closure method. There was no reported patient injury. The indicator wire cowling successfully locked to the handle assembly, an audible click was heard, pulsatile flow was observed from the bleed-back indicator, and the indicator window was facing up during retraction without any change. Upon removal, no damage to the indicator wire loop was noted, and the device was not deployed outside the patient. The exoseal vascular closure device (vcd) was used during an interventional procedure via a retrograde approach. There was no visible damage to the indicator wire prior to use, and no difficulty, resistance, or friction was encountered while advancing the device through the sheath. The user was trained on the device, and the device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Angiography confirmed femoral artery suitability, including appropriate insertion angle and vessel diameter of at least 5 mm. No calcium, plaque, stent, significant stenosis, prior recent closure, or pre-existing access site complications were present. The hospital reported this case as a serious injury adverse event to the china nmpa. The device will be returned for evaluation.